Event description:
Damaged drive feature of the implant was found during evaluation.

Manufacturer narrative:
Zimvie complaint cmp-(B)(4). Patient weight is not provided / unknown. Unique identifier (UDI) number is not provided / unknown. Unknown third-party healing collar, lot number unknown. Therapy date unknown / not provided. Initial reporter¿s title and last name are not provided / unknown. The implant and an unknown 3rd party healing abutment (concomitant) were returned. The evaluation revealed the received devices have been used together, although they are not compatible platforms. Implant damaged drive feature was identified during evaluation. Based on the evaluation, implant malfunction has occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported implant that did or could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or implant. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the implant was within specifications and conforming when it left zimvie. DHR review was completed for the subject lot number. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the implant was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimvie will continue to monitor for trends.